Event description:
I bought a grind guard a couple months ago and it's fallen apart completely. The top part came apart from the bottom part. It says here on the instructions it lasts 6-12 months and it's guaranteed, so I was just wondering what do I do?

Manufacturer narrative:
This event occurred in (B)(6). This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.